Event description:
It was reported that when using the bd pyxis¿ es refrigerator was generating noise. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to fridge was making noise. A field service engineer inspected the device and replaced noisy fan in helmer fridge. The fridge was powered off and unplugged. The left, right, and front panels were removed, followed by the battery and the middle dividing wall. The fan was unscrewed and replaced with a new one. All components were reassembled in reverse order, and the device was turned on. The customer confirmed the successful installation and verified the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was generating noise. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.